Event description:
It was reported that the patient was unable to use the inflatable penile prosthesis (ipp) due to fluid loss. A surgical procedure was performed, during which surrogate inflation tests revealed holes in both the reservoir and the left cylinder, resulting in fluid loss from each component. The device was subsequently explanted. No patient complications were reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected, functionally and leak tested. The pump did not pass the deflation test. No leaks were identified. The pump passed the visual test. The cylinders were visually inspected, and leak tested. The visual test found that the first cylinder had hole from sharp instrument and tool mark in the proximal end. The second cylinder had wear at fold in the proximal end of the cylinder. The first cylinder did not pass the leak test, however the second cylinder did. The reservoir was visually inspected, and leak tested. The reservoir did not pass the visual test. Leaks were identified. Based on the information available and analysis results, the sharp instrument damage found on the device is considered a secondary failure, so the reported clinical observation of cylinder - hole/perforated, cylinder - fluid leak were not confirmed.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient was unable to use the inflatable penile prosthesis (ipp) due to fluid loss. A surgical procedure was performed, during which surrogate inflation tests revealed holes in both the reservoir and the left cylinder, resulting in fluid loss from each component. The device was subsequently explanted. No patient complications were reported.